Manufacturer narrative:
Revision surgery not performed yet. It is scheduled for (B)(6) 2018. Batch review performed on 28 december 2017. Lot 123895: (B)(4) items manufactured and released on 11-dec-2012. Expiration date: 2017-10-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in for a follow up. The surgeon determined the patient was unstable. The surgeon has scheduled a revision for (B)(6) 2018 to swap the insert.